Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms active was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6) was returned and evaluated at abbott. During the evaluation, the controller was functionally tested and passed all steps of testing and a log file was downloaded. The downloaded log file contained relevant data spanning approximately 2 days (16oct2022 ¿ 18oct2022 per the timestamp). The log file captured backup battery fault alarm active from 17oct2022 at 20:55:53 to 18oct2022 at 9:33:32 due to the backup battery failing the load test. The load test failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. Pump speed was not affected by the alarm. Additionally, the downloaded periodic log file contained data spanning approximately 10.5 days (07oct2022 ¿ 18nov2022 per the timestamp). The log file captured backup battery fault alarm active from 17oct2022 from 21:21:40 to the last event in the log file (18oct2022 at 9:21:38) due to the backup battery failing the load test. The unloaded and loaded voltage of the backup battery was unable to be obtained due to the log file only capturing events every hour. The event prior to the load test failure was not captured. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The controller was connected to a mock circulatory loop for an extended period of time with no atypical alarms active. The controller was dissected to inspect the internal components and no issues were observed. The reported event was unable to be reproduced during testing. An update to the backup battery connector was made to reduce the occurrence of backup battery faults due to load test failures as a part of a corrective and preventive action. Per the device history records review this system controller was manufactured prior to that implementation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped from abbott on 12sep2018. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery fault alarm. The patient¿s controller was exchanged on (B)(6) 2022 to one with updated software version 1.7 to assist with the backup battery fault. Related manufacturer's reference number: 2916596-2022-15055.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.